Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. Additionally, it was found forceps channel had green foreign material stuck inside the channel to be reportable during investigation. Based on the results of the investigation, it is likely that the channel has hardened due to green foreign material stuck inside channel, however; a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope channel had hardened. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.